Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unused un-retracted unit returned without the needle cover. Visual inspection of the returned sample found that the there was a tear in the catheter tubing at the catheter tip. No bend was observed on the catheter and no media was present on the device. Microscopic inspection of the unit found that the tear was a narrow jagged line that rotated with the catheter. This type of damage can occur during tip adhesion break, which involves rotation of the catheter. Using a sealed unused unit, the defect was attempted to be replicated by partially withdrawing the needle during tip adhesion break and re-threading the catheter while rotating it. The resulting damage caused by the needle was similar to the observed defect in the returned sample. The defect of needle through catheter was confirmed and found to most likely have occurred during tip adhesion break in the clinician environment as a result of moving the needle up and down the catheter while rotating the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter bent when attempting to start the IV. The following information was provided by the initial reporter: "when attempting to start IV, it was noted that the catheter on the IV was bent."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter bent when attempting to start the IV. The following information was provided by the initial reporter: "when attempting to start IV, it was noted that the catheter on the IV was bent."